Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because 7 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the otorhinolaryngoscopy using this device and otorhinolaryngo endoscope enf-vt2, the user found the following. -the flat connect had a malfunction. -stripes were displayed on the endoscopic image. -lamp was broken. The user replaced the device with another device and completed the procedure. The procedure was not delayed more than 15 minutes. These phenomena still occurred after the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.